Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup mode following an atrial fibrillation (af) ablation. Abbott technical support was contacted and the device was restored to normal function to resolve the event. Per the request of the patient, the device was explanted and replaced and the patient was in stable condition.